Event description:
It was reported via legal documentation that approximately 93 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and discomfort, swelling, mobility impairments, bone deterioration, cysts; ongoing medical care. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 2257190 02-012-49-3509 - logic cr tib insert slope ++, sz 3.5, 9 mm; 4092993 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t; 3847963 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2024-03610. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain, and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and femoral debonding could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no details regarding cementing technique or environmental conditions were provided, and the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.